Manufacturer narrative:
Additional narrative: this complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature review. Veruva, s. Et al (2015). Uhmwpe wear debris and tissue reactions are reduced for contemporary designs of lumbar total disc replacements. Clinical orthopaedics and related research&#60192;473(3), 987-998. N= 1 post-pain, subsidence; scarring in disc space charite.